Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
The customer reported the device dropped the ECG signal via leads during patient transport to the hospital. The hospital staff was able to diagnose the patient's heart rhythm. The device was in use on a patient and there was no adverse event to patient or user. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer printed and reviewed the event summary for the reported incident and found nothing wrong or unusual and there were no leads off entries. The rse walked the customer through review of the auto test summaries and device status logs. No failures were found.